Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia treated with other. Troubleshooting was performed. The event involved product(s) mmt-399a, mmt-7040a, mmt-1884, mmt-332a. The customer reported an audio anomaly. The confirmed audio option was enabled. The customer conducted an audio test and the pump did not pass. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed the self-test. No audio/vibrate anomaly/absence of alarm noted during testing. Unit successfully downloaded to thump and carelink. Pump was cut to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Audio/vibrate anomaly/absence of alarm noted during test. Unable to verify customer's high and low bgs. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s wife reported that there was no beep alert for high or low blood glucose events. Caller did not know the incident date, so the notified date of (B)(6) 2024 was used. Troubleshooting was done for the alert issue and caller did not hear beeps when audio volume settings were saved. It was unknown if pump was used at the time of the high and low. It was unknown if smartguard was used.